Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported the consumer was having an MRI for acute back pain, which was related to their device, but they didn't know when the back pain returned. The nurse for the consumer's primary care physician (pcp) stated the consumer never mentioned the pain being related to their device. The consumer was last seen on (B)(6) 2016 where some pain medications were discussed, but the consumer never mentioned the pain being related to the device. A month later the consumer called back and stated they were undergoing an MRI of the lumbar and thoracic region due to back pain which had been present since before the implantable neurostimulator (ins) was implanted, and was the reason for the implant. The MRI was also being performed because according to the consumer as soon as stimulation was turned on the leads had already moved instantly after the implant (in (B)(6) 2016) so the MRI was to check the position of the leads. It was unknown what could have caused the leads to move as there were no traumas or falls reported. According to the hcp the trial leads were fine, but since being permanently implanted the consumer experienced muscle spasms whenever the system was active. Due to these issues the consumer hadn't been using or charging the device resulting in the device becoming overdischarged. As a result the consumer was currently seeing the poor communication screen on the patient programmer (pp), was experiencing poor communication with the pp, was unable to communicate using the recharger, and was unable to charge the device. The consumer was told they would need to see the physician and spend a few hours charging the device. It was noted the consumer had been trying to schedule an appointment with the neurosurgeon but didn't have an appointment scheduled yet. Relevant medical history includes spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.